Event description:
It was reported that the absolute stent system was advanced over the bifurcation to the left leg. The stent was deployed; however, a second stent was required proximal to the first stent. An attempt was made to deploy the second stent. The thumbwheel was rolled back until it could not be turned any further. The stent would not deploy. An attempt was made to remove the system; however,the stent deployed as the catheter was removed, which left a 1 cm gap between the two stents. A third stent was deployed successfully to cover the gap. No additional information is available.